Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2500 ohms in both bipolar and unipolar configurations, and loss of capture. It was noted that the lead safety switch was on. The sensing measurements were 0.7 millivolts in unipolar and 0.1 millivolts in bipolar. The device was reprogrammed to pace and sense in the ventricle, inhibit pacing, and rate modulation (vvir). A lead revision procedure will be performed in the near future. It was noted the patient had been feeling tired a couple of months ago which was about the time the lead safety switch occurred. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.